Manufacturer narrative:
The insulin pump was received with full segment display, problem isolated to interface board. Unable to verify bolus size mismatch error due to display anomaly. Device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, reservoir tube cracked and cracked lcd window. Unable to perform functional test due to display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed watchdog timeout and also had partial display. Customer's blood glucose level was unknown at the time of the incident. No troubleshooting was performed to resolve alarm and partial display. The insulin pump will be returned for analysis.